Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device could not power on with the chargeable battery inside and it was found that the battery was faulty. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the pump began alarming spontaneously during therapy, while the patient was lying in bed. The alarm was one the staff had not previously heard. The pump display screen was black and staff were unable to power down the pump or silence the alarm. The alarm continued for quite a few minutes, then became silent. The pump was removed from the patient and an alternative pump was connected to recommence therapy. There was patient involvement, and no patient harm/adverse event reported.